Manufacturer narrative:
E1: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced leakage at the quick release (qr) connection on (B)(6) 2026. The patient was unable to connect the qr successfully, as it was not tightly secured, resulting in leakage.